Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge was not fitting properly onto the pump. Reportedly, the customer stated that the cartridge "vibrates" during fill tubing. The customer was concerned that the cartridge was not tightly fit onto the pump. There was no impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.